Event description:
It was reported that the user experienced a low blood glucose event with a nadir of 50 mg/dl while using ilet integrated with a dexcom g7, and review of the ilet report confirmed that insulin delivery was suspended during the low. Symptoms included hypoglycemia. Outcomes included resolution after oral carbohydrate intake, as the user treated with peanut butter sandwiches and oral glucose. Investigation included a review of device data and provision of the zoom report image to the user. Investigation of this case revealed that the device performed as designed by suspending insulin delivery during hypoglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.